Event description:
It was reported that there was a no external power event (B)(6) 2023 consistent with a loss of external power to the mobile power unit (mpu) found in the log file. Additionally, the mpu has a v-lock connector on the ac power cord, the mpu was not exchanged, and the cause of the no external power event was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power events was confirmed via the log file analysis. The mobile power unit (mpu) (serial number: (B)(6)) was not returned for analysis. However, a log file was submitted for review that showed events spanning approximately 39 days (12jan2023 ¿ 21feb2023 per timestamp). A no external power alarm was active on (B)(6) 2023 at 22:53:00. These alarms occurred while connected to the mobile power unit (mpu) and appear to be caused by a loss of ac power. The backup battery provided power to the system during these events. The alarms cleared once external power was restored to the system controller. Pump operation was not affected. There were no other notable alarms. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the mobile power unit (serial number: mpu-48465) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 18apr2022. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.